Event description:
It was reported that the patient experienced an inappropriate shock while exerting themselves. It was noted that several monitored events were discriminated by wavelet and did not require therapy, however one episode of ventricular fibrillation (vf) indicated anti-tachycardia pacing (atp) and two shocks were delivered. The physician noted that the patient omitted their medication and was using recreational drugs at the time. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 6935m62 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.